Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation.the exact cause of the reported event could not be conclusively determined at this time.if additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the preparation for use, the image of the subject device was intermittent. Olympus (B)(4) checked the subject device and found that the image of the subject device was abnormal such as many lines on the image due to the failure of the electrical circuit board. Also there had been burn marks on the electrical terminal of the cable connected to the led unit. There was no report of patient injury associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to correct initial report. As a result of the investigation, it was found that this event was not an event to be reported. Omsc withdraw MFR report # 8010047-2021-01283.